Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the log file confirmed that there was malfunction with the flexvision pc. During troubleshooting, the fse found an issue with the flexvision pc. The fse replaced the flexvision pc and hdd (hard disk drive). After the replacement of the flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system would not boot up. It remains on the start-up screen 00:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc, the hard disk and returned the system to use in good working order.